Event description:
The customer reported that while running an hepatitis c virus assay and an human t-cell leukemia I/ii assay, summit sample handler did not pipette enough diluent in well positions 2 and 6 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.